Event description:
It was reported that the patient experienced a ventricular arrhythmia. It was revealed that the implantable cardioverter defibrillator exhibited undersensing and inadequate high-voltage therapy that did not convert the arrhythmia. The patient passed away.